Event description:
Nursing staff reported that an infant was placed in isolette and rolled into the mother's room. The isolette was set to manual mode. A nurse observed that the infant was fine upon exiting the room. After fifteen minutes the nurse noted that the infant appeared to be very red on one complete side.====================== manufacturer response for infant radiant warmer, panda ires======================our sales rep has scheduled a visit to speak with one of our educators in women and infants. He also provided the hospital with information that can be affixed to the warmers.